Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to recessed usb pins.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the insulin gauge displayed 200 units the day prior to the report. At the time of the report the customer stated the insulin gauge displayed 40 units remaining in the cartridge. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.